Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician scope down during deployment, and the capsule failed to attach. A different capsule was used to proceed with the procedure. There was no harm to the patient, no intervention was required. An endoscopy had been performed prior to the procedure and endoscope was used to confirm the position of the capsule prior to placement. The delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by investigation personnel. The bravo device was received for evaluation. The returned sample met specification as received. The customer reported they had a capsule which failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician scope down during deployment, and the capsule failed to attach. A different capsule was used to proceed with the procedure. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. An endoscopy had been performed prior to the procedure and endoscope was used to confirm the position of the capsule prior to placement. The delivery system and capsule will be returned for investigation.